Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 1.20mm x 8mm emerge balloon was inflated four time (inflations 1-3 unknown atms) and ruptured at 14atms on the fourth inflation. The procedure was completed with this device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 1.20mm x 8mm emerge balloon was inflated four time (inflations 1-3 unknown atms) and ruptured at 14atms on the fourth inflation. The procedure was completed with this device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4).